Event description:
It was reported to manufacturer, by facility, harbor crest nursing home. Per facility, two c.n.a. Placed the resident in the sling to transfer her, "they stated the release knob was stuck, and when they were trying to un-stick the release knob the lift suddenly dropped". Resident went down to the floor, hitting the floor. Did 1st set of x-rays in-house, sent to hospital the following day, was returned to facility two days later. Resident was sent to ER for medical exam was admitted to the hospital with a fractured hip, lacerations, and bruise noted on resident right elbow. Manufacturer issued RMA # for return of lift.